Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that a couple of years ago the patient's implant quit working and it was replaced in 2020.